Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The severely calcified lesion was located in an unspecified vessel. The 2.0 x 15mm nc quantum apex mr balloon was inflated several times before it ruptured at 18atms. The balloon was removed intact. The procedure was completed with a different device. There were no patient complications and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex monorail (mr) device was received with no other devices or original packaging. There was dried blood and contrast in the balloon and inflation lumen. The device was soaked for approximately 8 hours in a bath of circulating 37°c water in an attempt to loosen and dislodge dried material from the lumen of the device. The device was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. A pinhole was found in the balloon wall 1.5mm from the distal edge of the proximal markerband. Product analysis revealed no evidence of any specification non-conformances. Inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The severely calcified lesion was located in an unspecified vessel. The 2.0 x 15mm nc quantum apex mr balloon was inflated several times before it ruptured at 18atms. The balloon was removed intact. The procedure was completed with a different device. There were no patient complications and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).